Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to a femoral periprosthetic fracture. Intra-operatively, the liner was found to be worn. The omniflex size 11 stem, a femoral head, and a liner were revised to a competitor stem and head with a stryker liner. Rep confirmed there are no allegations against the revised femoral head. Rep provided a pre-revision x-ray and reported that no further information will be released by the hospital or surgeon.